Manufacturer narrative:
Product analysis: visually confirmed the mas connector setscrew is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 7753500, 510k # k082728 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a revision surgery as the amtec cage from the previous surgery backed-out. The patient also underwent posterior cervical decompression and fusion at c4-c5 during this surgery. Intra-op, after the multi-axial screw crosslink was placed, the hex part of the mas crosslink set screw broke when final tightening was being performed. Only the broken hex part of the set screw was explanted while rest of the set screw remained inside the patient. No patient complications were reported.